Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillators (icds) were interrogated prior to use, and the longevity bar was gray instead of green. The devices were all interrogated once again 48 hours later with no changes. The devices were not used. No patient involvement.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.